Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the appearance of the entire femur mesh, including the shaft and the articulating surface. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the entire generation of the femur bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.

Event description:
It was reported that during a navio tka procedure, the femur model popped up completely filled in when they started painting. They tried again, but it did the same thing. They used the green dots to keep track of what was being painted. The case went on smoothly with a delay of fewer than 30 minutes. No other complications were reported.